Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event is unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported by the customer that the unspecified bd vacutainer tube gave erroneous results. Verbatim: it was reported by the customer that there are getting erroneous results. Post market surveillance, customer reports inconsistent and/or unexpected results while using one of the vacutainer tubes while using one of the vacutainer tubes.

Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd did not receive a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. This complaint is unable to be confirmed.

Event description:
It was reported by the customer that the unspecified bd vacutainer tube gave erroneous results. Verbatim: it was reported by the customer that there are getting erroneous results. Post market surveillance, customer reports inconsistent and/or unexpected results while using one of the vacutainer tubes while using one of the vacutainer tubes.